Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 001657165, model/catalog description: linear st 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing undesired stimulation in the legs and not getting adequate coverage to the affected area due to migration. The patient underwent an ipg and leads replacement procedure. The patient was doing well postoperatively.